Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Dka (diabetic ketoacidosis) [diabetic ketoacidosis]. Piston was not against the rubber stopper (piston detaching from the rubber stopper). [Device issue]. No insulin was being administered from the pen [device failure]. Case description: this serious spontaneous case from australia was reported by a other health care professional as "dka (diabetic ketoacidosis)(diabetic ketoacidosis)" with an unspecified onset date, "piston was not against the rubber stopper (piston detaching from the rubber stopper)(device component detached)" with an unspecified onset date, "no insulin was being administered from the pen(device failure)" with an unspecified onset date, and concerned a 82 years old female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", ryzodeg penfill 100 u/ml (insulin aspart, insulin degludec) (dose, frequency & route used- unk) from unknown start date for "type 1 diabetes mellitus", patient's height, weight and body mass index (bmi) were not reported. Current condition: type 1 diabetes (duration: not reported). It was reported that patient was recently switched over to ryzodeg penfill and upon investigation by hopspital diabetes education team she was not administering her insulin correctly via novopen 6. The educator said the piston was not against the rubber stopper and hence no insulin was being administered. On an unspecified date, due to the above techincal issue, patient experienced diabetic ketoacidosis and was hospitalized. Patient was still in hospital. (Hospitalization details, start date were not reported). It appears that patient had been likely unintentionally omitting ryzodeg doses due to a design issue with the novopen. Batch numbers for novopen 6 and ryzodeg penfill 100 u/mlwere requested. Action taken to ryzodeg penfill 100 u/ml was not reported. The outcome for the event "dka (diabetic ketoacidosis)(diabetic ketoacidosis)" was not recovered. The outcome for the event "piston was not against the rubber stopper (piston detaching from the rubber stopper)(device component detached)" was not reported. The outcome for the event "no insulin was being administered from the pen(device failure)" was not reported. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. References included: reference type: e2b linked report. Reference ID#: (B)(4). Reference notes: same physician/reporter. Reporter comment: hospital de team expressed serious safety concerns around this detail with the piston detaching from the rubber stopper and more patients experiencing serious issues. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Case description: no further information was available. Name: novopen 6 batch number: unknown no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Name: ryzodeg penfill 100 u/ml batch number: unknown. No investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Since last submission following has been updated. Inv results were updated. Annex b, c, d, g codes were updated. Narrative was updated accordingly. Final manufacturer's comment: 16-jan-2024: the suspected device (novopen echo 6) has not been returned to novo nordisk a/s for the investigation. Batch number of devices is not available despite repeated efforts find the same. Batch trend analysis or reference sample analysis was not performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. Elderly age of the patient (86 years) and underlying type 1 diabetes mellitus are significant risk factors for the development of diabetic ketoacidosis. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of ryzodeg penfill. H3 continued: evaluation summary. Name: novopen 6 batch number: unknown. No investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations.